Event description:
In 2008, the lay-user/patient contacted lifescan alleging that a one touch ultralink meter was not powering on and the battery contacts were corroded. The patient indicated that the alleged meter issue began the same day, at 1:00 pm. About 5 minutes prior to the start of the meter issue, the patient claimed that she felt low and shaky. The patient attributed the development of her symptoms to the fact that she had been working on her house and yard just prior to testing. Although the patient was unable to turn the meter on and test her blood glucose, she stated that she knew her blood glucose was low and therefore, administered self-care by eating something. The self-treatment helped to relieve her symptoms. The patient denied seeking or receiving medical intervention from a health care provider. The patient's blood glucose was not tested on another device during the time of concern. The alleged meter issue was not resolved with troubleshooting. The meter, test strips, and control solution were replaced. This complaint is being reported due to the unresolved battery/power issue. There is no evidence, however, that the patient suffered a serious injury because of the alleged issue. The patient claimed that the symptoms developed about 5 minutes before the reported meter issue began and she was able to treat herself properly right after the issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.